Event description:
As reported, the (B)(6) female patient had a revision due to poly wear. Patient revised to a nv ehxl ntrl lnr g1 32mm. No other patient information available.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
After further review of additional information. (H3) the patient/gxl acetabular liner involved was reported as revision due to early prosthesis wear in a spreadsheet approximately 9.5 years after the index surgery. However, this cannot be confirmed from the reported information, no radiographs were provided, and the devices were not available for evaluation. Based on the available information, the patient involved meets the following risk criteria for early prosthesis wear/osteolysis as specified in the hhe: implanted with a lateralized liner. The most likely cause for the revision reported due to early prosthesis wear is a combination of the risk factors including, use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential could have all contributed to the increased trend in wear/osteolysis related complaints). Section h9: z-2112-2021; z-2113-2021; z-2114-2021; z-2115-2021; z-2116-2021; z-2117-2021; z-2118-2021; z-2119-2021; z-2120-2021; z-2121-2021; z-2122-2021; z-2123-2021; z-2124-2021; z-2125-2021; z-2126-2021; z-2127-2021; z-2128-2021; z-2129-2021; z-2130 thru 33-2021.